Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure on (B)(6) 2025 and suture was used. At 9:00 am, the patient underwent surgery and the operation went smoothly. Suture was used to suture the skin, but during the suture process, the needle broke and was promptly treated without leaving any residue in the patient's body. Immediately replace the needle and suture again. After the surgery, the patient returned to the ward safely. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ were there any patient consequences? -no. A manufacturing record evaluation was performed for the device lot s24070021, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.